Event description:
It was reported, the patient had an overstimulation sensation and increased baseline pain following a fall on the bottom in (B)(6). The patient had been experiencing painful stimulation since then at the stimulator location. Three months later, it was reported the patient had pain by her device and across her tailbone falling a fall. It was unknown if the reporter was referring to the same fall in (B)(6) or a different fall. The patient fell again in (B)(6) 2011, and following that fall, the patient thought the device had moved because, she was experiencing more pain. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead: model 3093-28, lot# v576462, implanted: 2011 (B)(6), programmer: model 3037, serial# (B)(4). (B)(4).